Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range shock impedances. The lead was surgically abandoned and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.